Event description:
Reportedly, the donut was complete, however the anvil got caught in the staple line and tore the tissue. Turned wingnut 1 1/2 times and pulled. It got stuck. Turned 1/2 times and pulled. Anvil separated from instrument. 1st asst. Used hand to remove anvil. Bowel was torn. Finally opened and gave the patient a bag. Procedure: lar.